Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 100 to 113 mg/dl. The blood glucose testing is performed twice times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently not taking medication to manage diabetes. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 146 mg/dl and 206 mg/dl. The product is stored by customer properly. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 100 to 113 mg/dl. The blood glucose testing is performed twice times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently not taking medication to manage diabetes. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 146 mg/dl and 206 mg/dl. The product is stored by customer properly. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed: (B)(6). Adverse event not reported.